Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving bupivacaine and morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient had a MRI on (B)(6) 2015 which matched the date and time of the motor stall in the pump logs. A motor stall recovery was not in the pump logs. Interrogation was tried again, and a motor stall recovered was not seen. The hcp thought they heard an alarm at the time, but it was reported that it did not appear to come from the pump, but rather the clinician programmer. Test alarms were played using the clinician programmer. The sound the hcp heard sounded sort of like the critical alarm but again, the hcp did not think it came from the pump. The patient had not heard the alarm in the last 6 days since the MRI and had no symptom change. The pump was re-interrogated and a motor stall recovery was in the pump logs. Troubleshooting resolved the reported event. No patient symptoms were reported as a result of the event.